Event description:
This issue is related to 2 scs leads with the same lot number. It was reported during the pt's permanent procedure, the physician was unable to implant the scs lead due to the pt's anatomy. Subsequently, the procedure was abandoned. F/u identified the pt is "fine" other than not being pleased to be w/o stimulation. Product will not be returned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.